Manufacturer narrative:
Company representative evaluated the system and verified the reported problem. An issue was identified with the power supply connector not making sufficient contact. The connector end was readjusted to be longer and problem was resolved.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.